Manufacturer narrative:
As reported, the product is expected to be returned for evaluation. However, as of this filing, the product has not yet been returned from the user facility. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the y-knot flex 1.3mm all suture anchor in a shoulder arthroscopy bankart repair procedure, the tines on the driver/inserter "got broken during anchor implantation." As reported, the breakage occurred when the guide moved causing the anchor to mis-align with the pilot hole, and thus the tip got broken when it touched the bone. The broken tip was retrieved and disposed by the hospital. The procedure was otherwise completed with no patient injury and only 5-minutes delay. This report is filed on the basis of potential injury with recurrence.

Manufacturer narrative:
The used/damaged inserter of the y-knot flex 1.3mm all suture anchor was received for evaluation on 29-jul-2016. Visual inspection found the driver tip below the fork had broken off and the broken portion was not returned. Further evaluation by the manufacturing engineer indicated that the most probable cause of the tip breakage was due to too much pressure that was applied to the driver during use. Based on provided information, which indicated that the breakage occurred when the guide moved causing the anchor to misalign with the pilot hole, and thus the tip got broken when it touched the bone. In this instance, received information indicated that the most likely cause of this reported breakage was due to operational problem and/or misuse of the device. This lot with the unique identifier (UDI) #(B)(4) was manufactured on 25-nov-2015. A review of the device history record (DHR) found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported "breakage". Of the lot containing 100 units, there were no other similar complaints received for this item and lot number combination. In addition, a 2-year review of product history for this device family shows nine (9) other reports with similar problem received. During this same 2-year time frame, approximately 58,700 units were sold worldwide, making the occurrence rate for this failure mode 0.015 percent. To date, there have been no patient long term adverse effects resulting from this type of incidents. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of driver tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: - exercise care in the use of the device to minimize side and/or bending loads. - do not use excessive force on instruments to avoid damage or breakage during use. - avoid lateral loading while inserting y-knot anchors. - maintain proper alignment during insertion of anchors and disengagement of drivers.